Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that the patient experienced an embolism. Two 2.4mm jetstream xc catheters were selected for an atherectomy procedure in the superficial femoral artery (sfa). The first catheter was activated and initially withdrew fluid; however aspiration just stopped. The second catheter was used to complete the procedure. No performance issues were noted with the second catheter. The patient experienced some emboli downstream into the tibial artery. A manual aspiration device and an angiojet dista device were used to remove the emboli.